Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2015. Evaluation summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that lead integrity alert (lia) triggered with a warning for undefined low impedance (pace/sense and rvtip-rvcoil), with oversensing and non-sustained noise episodes recorded, and insulation breach noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.